Event description:
It was reported that patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the biosense webster, inc. Product analysis lab observed a cut on the pebax with reddish-brown material inside and internal parts exposed. Initially, it was reported that at the time of left pulmonary vein (lpv) ablation, contact force (cf) was high even though stsf did not hit the myocardium. The issue was resolved by changing the stsf catheter to another one. There was no patient consequence. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. This event is being reported because the biosense webster, inc. Product analysis lab received the device for evaluation and found that there was a cut on the pebax with reddish-brown material inside and internal parts exposed. This was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 13-jan-2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device evaluation was completed on 13-jan-2022. The device was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and failure analysis on the returned device. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed; however, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue. The catheter was connected to the carto3 system was recognized; however, 106 error was displayed. A screening test could not be performed since error 106 was displayed on the screen. A product analysis was performed and the device was dissected on the tip area. Loss of electrical continuity of the green paired wires to the sensor was found. It was concluded that this is an internal failure of the sensor. The evaluation determined that the cause of pebax damage failure cannot be established. However, the blood found inside the pebax area may be a contributing factor to the 106 error that was observed. A manufacturing record evaluation was performed for the finished device 30620633l number, and no internal action was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: for force issue of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).